Event description:
Reportedly, the subject programmer intermittently reboots during use and enters in a boot loop; therefore, it cannot be utilized anymore. In addition, the display flickers.

Manufacturer narrative:
Please refer to the attached analysis report.

Event description:
Reportedly, the subject programmer intermittently reboots during use and enters in a boot loop; therefore, it cannot be utilized anymore. In addition, the display flickers.